Manufacturer narrative:
The complaint could not be confirmed because the device was not returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported that the device had a faulty suction and had to be replaced with a back-up device. Approximately 300 cc of blood had to be discarded. No pre-donated or bagged blood was required. There were no adverse consequences, no medical intervention and no delay reported.